Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an insulin cartridge leak while setting up the ilet. The agent advised obtaining new supplies and restarting the ilet to reinitiate the rewind process. After restarting, the user successfully completed setup with no further leakage. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.